Event description:
It was reported that this left ventricular (lv) lead was an attempted left bundle implant. It was reported that the helix became bent, and was unable to be retracted after many attempts to position the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection confirmed the helix was deformed (stretched out or bent), dried blood/tissue around the helix. A stylet insertion test passed without issue. Laboratory analysis confirmed the reported clinical observations, and determined the root cause was related to induced damage at implant.

Event description:
It was reported that this left ventricular (lv) lead was an attempted left bundle implant. It was reported that the helix became bent, and was unable to be retracted after many attempts to position the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.